Event description:
It was reported that there was a motor stall that was confirmed in the event logs with no motor stall recover recorded. The motor stall was not caused by patient having MRI or other medical procedure. The motor stall occurred on (B)(6) 2015 at 16:27, while the patient was at home. The patient reported return of symptoms. The patient was having the same pain they had before having the pump. The patient started to experience their typical leg pain on (B)(6) 2015 shortly after hearing the pump alarm. The patient came into the office and the pump was then interrogated. It was later reported that the pump stalled on more time on (B)(6) 2015 and it had not recovered. The physician tried to restart the pump on (B)(6) 2015 with no success. Since the pump has not started, the doctor was planning on placing a new pump on (B)(6) 2015. In the mean time, the patient was taking oral medication to elevate pain until the procedure. The doctor was supplementing with oral morphine. The cause of the motor stall had not been determined. The pump system was delivering morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Upon interrogation of the pump, it was noted that the pump was used to deliver morphine sulfate and bupivacaine. (B)(4)

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the patient experienced a loss of therapy and normal leg pain. The symptoms were stated as being sudden. The pump was replaced. The patient recovered without sequela and was currently doing very well. The patient was back to normal pain relief and happy with the product.

Manufacturer narrative:
Analysis of the pump, model#, 8637-40, sn (B)(4), found a gear train anomaly. The motor stall was attributed to gear wheel 3. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.